Event description:
During a ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the string broke after firing a couple of bands. The device was loaded with the string coming through the biopsy channel but it did not go through the [two-way handle] that attaches to the biopsy channel. It was then attached externally to the wheel to turn to tighten the string to fire the banders. The thought was that perhaps in the process of tightening the string to fire they sheared the string at the base of the metal part of the [two-way handle]. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the report indicates that the trigger cord was not fed through the handle (referred to as the gig). This is the most likely cause. The instructions for use state: "withdraw loading catheter and trigger cord up through endoscope and out through handle." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.